Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction and irritation that occurred on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Skin reaction lasted for 5 days, until the sensor was removed on (B)(6) 2016. Patient's mother described the skin reaction as itching, red and oozing skin. Patient's mother treats the affected area with a prescription steroid cream. Name of prescription and date of medical intervention was not provided as patient's mother did not recall. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the patient inserted the sensor at the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.